Event description:
It was reported that on 10 oct 2022 during a device check, a comment in the device history for externalized conductors was observed during an upgrade on 31 mar 2022.related manufacturer reference number: 2017865-2022-43255.related manufacturer reference number: 2017865-2022-43257.